Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported that the patient experienced an adhesive issue with one infusion set. The infusion set fell off during use. Adhesive aides, specifically skin tac, were used at the area of insertion. The area of insertion was free of hair and not irritated prior to insertion. The infusion set was in use for 3 days. The patient's blood glucose (bg) at the time the issue was noticed was 175 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.